Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple robotic laparoscopic surgery, after firing on the pancreas, the stapler wouldn't open. The surgeon was able to move the stapler side to side until the tissue released. Knife blade would only retracted about 3/4's of the way. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the reload was attached to a device. The jaws of the reload were closed. The reload was unable to be removed from the returned instrument. Visual analysis of the device shows that unit was fully fired and not fully retracted; jaws of the unit were clamped shut and the knife bar was about ¼ inch away from full retraction. Because the knife was not fully retracted, the unit could not be removed from the device handle. After forcibly removing the device from the handle, ast engineering disassembled the unit and found significant damage to the knife bar laminates. The laminates may have been bent prior to disassembly, but this cannot be proven due to force used to remove the device from the device handle. A laminate with a bent proximal end could have caught on the lock ring cut-through feature on the anvil adapter, which would have caused the device to not retract fully. Damage was noted to be just distal of this feature on the inte rior of the channel adapter as witness marks are dug into the adapter, which can be caused by forcing the reload to retract with a bent laminate. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality r elease specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to the laminates being bent prior to disassembly. A laminate with a bent proximal end could have caught on the lock ring cut-through feature on the anvil adapter, which would have caused the device to not retract fully. If information is provided in the future, a supplemental report will be issued.